Event description:
It was reported that the device is not sensing every other p-wave. It was also noted that upon completing a mode switch, the device went back to "as-vs rhythm" and was not sensing every other p-wave. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.